Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they were experiencing low blood glucose level 30 mg/dl, 71 mg/dl and 164 mg/dl. Customer reported that difference between blood glucose level 30 mg/dl and sensor glucose level 71 mg/dl was not in range. Customer was using insulin pump within 48 hours of reported event. Insulin pump was on auto mode. Customer declined troubleshooting for low blood glucose level. Device will not be returned for analysis.